Manufacturer narrative:
It was reported on 03/25/2026 that hme filter cracked when they attached it to the anesthesia machine to conduct the leak test. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported on 03/25/2026 that hme filter cracked when they attached it to the anesthesia machine to conduct the leak test.